Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the scs system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The explanted device will not be returned as it was retained per facility policy. No additional adverse effects were reported. Additional information received indicated the scs patient leads were noted to have high impedances with inadequate stimulation. Postoperatively, the patient is doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device qrb. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 14834105, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15592326, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc2316500, model: sc-8216-50, serial: (B)(6), batch: 16163396, UDI: (B)(4).

Manufacturer narrative:
The devices sc-2316-50, serial numbers (B)(6) device sc-8216-50 serial number (B)(6), were not returned to boston scientific for analysis. A labeling review revealed no anomalies. The labeling notes that undesirable stimulation may occur over time due to tissue changes, electrode movement, loose connections, or lead failure. It also states that system failure can occur at any time from random component or battery issues, including device malfunction, lead breakage, electrical shorts, or insulation breaches, which may result in ineffective pain control. Based on the available information, the reported event is considered a known risk associated with implanting a pulse generator for spinal cord stimulation (scs). The device sc-1110-02, serial number (B)(6) was not returned to boston scientific for analysis. However, a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 14834105 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 15592326 UDI: (B)(4). Product family: scs-paddle leads upn: m365sc2316500 model: sc-8216-50 serial: (B)(6) batch: 16163396 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the scs system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The explanted device will not be returned as it was retained per facility policy. No additional adverse effects were reported. Additional information received indicated the scs patient leads were noted to have high impedances with inadequate stimulation. Postoperatively, the patient is doing well.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the scs system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The explanted device will not be returned as it was retained per facility policy. No additional adverse effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 14834105. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 15592326. UDI: (B)(4). Product family: scs-paddle leads. Upn: m365sc2316500. Model: sc-8216-50. Serial: (B)(6). Batch: 16163396. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 14834105 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 15592326, UDI: (B)(4). Product family: scs-paddle leads upn: m365sc2316500, model: sc-8216-50, serial: (B)(6), batch: 16163396, UDI: (B)(4).